Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 3:00 pm, customer tested by fingerstick on the meter and the result was 7.3 inr. At 7:00 pm, the customer had a lab test and the result was 3.81 inr. The lab test was done at the emergency room but the customer was not admitted and did not receive any treatment. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no coumadin dose changes, no diet changes and no bleeding or bruising. The customer has not been ill but started ofev six weeks ago. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.